Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter),and the right ventricular lead integrity alert. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes. Episodes collected and rise in pacing impedance are after the capped date for this lead.

Event description:
It was reported that there was high thresholds and no pacing possible on the right ventricular (rv) lead. There was also high impedance, lead noise and non-sustained tachycardia ventricular tachycardia (vt) (nstvt). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.